Manufacturer narrative:
D10: item# p99-192-1615; lot# unknown x4. Visual examination of the provided photos identified multiple k-wires were either bent or broken. Clinical reviewed the x-ray and confirmed the guide wire is broken and is located between the two screws but is buried in bone and not crossing the joint. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. The complaint was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the k-wire broke and remains implanted within the patient, no prominence was noted. Attempts have been made and no further information has been provided.